Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The dislodgement allegation was not confirmed. A visual inspection revealed no abnormalities and the lead tip appeared normal.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be dislodged. Testing showed that this rv lead pulled back. It was verified that the sensing was down and the electrograms was on top of each other. Also, the lead was in the superior vena cava. It was then confirmed through x-ray. This rv lead was explanted. No additional adverse patient effects were reported.